Manufacturer narrative:
Failure analysis for fiber (B)(6): the glass cap bevel edge and the metal cap are not aligned; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the glass cap cannot rotate within metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "forward firing" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This analysis does not support a reportable device malfunction.

Event description:
It was reported that 74,693 joules, 9:36 minutes while using the surgical fiber during a prostate procedure, the fiber output was observed to be forward-firing. The fiber was replace and the procedure completed using a second surgical fiber. There was no patient injury reported.